Manufacturer narrative:
Date returned to mfg - august 10, 2020 one list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# unknown and one bd syringe 10 ml was returned for evaluation. The disconnect of the used ch2000s-c spinning spiros from the 10ml bd luer lock syringe was confirmed. There was no damage or anomalies to the spin feature of used ch2000s-c spinning spiros. The residual spin torque was measured and found to meet product performance expectations. Damage to the bd 10ml male luer threads was observed and is typical of bending forces during use that can result in a disconnect. The probable cause of the disconnect of the used ch2000s-c spinning spiros from the bd 10ml syringe is typical of bending forces applied during use. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date in (B)(6) 2020, and involved a spinning spiros® closed male luer, red cap that when a patient was walking down the hall, the chemo line became detached from the spiros and a leak was noted. There were no issues identified with the spinning spiros pre-testing or at set-up, with no observed component defects or anomalies upon removal of the device. Although there was a report of unprotected chemotherapy exposure to the patient or healthcare provider, no one was harmed as a result of the reported event.